Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral hernia. ­­­­­­­­­the procedure performed was ventral hernia repair with patch (8 cm ventral patch). In march three years ago - the patient underwent a second procedure for resection of infected ventral hernia patch and repair of recurrent ventral hernia with the preoperative and postoperative was infected ventral hernia patch and recurrent ventral hernia. In october three years ago - the patient underwent a prior procedure for laparoscopic repair of recurrent ventral/incisional hernia with patch with the preoperative and postoperative diagnosis was recurrent ventral incisional hernia. The patient has had a additional surgery; adhesions; granuloma; infection; mesh removal and recurrence.